Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) regarding contamination of pentax model fcy-15rbs/serial (B)(4). Details of reprocessing and sampling of the device prior to use provided by the facility are as follows: 1 sample = non-conform result at 5 cfu after 5 days of culture. The endoscope has had 2 reprocessing (1 the day before + 1 day of sampling) then sampled immediately after the second reprocessing. 2nd sample = non-conform result at 6 cfu after 48 h of culture. The endoscope has had 2 reprocessings the same day then sampled immediately after the second reprocessing. 3rd sample = non-conform at 2 cfu after 5 days of culture (the germ is not yet identified). The endoscope has had 4 reprocessings the same day then sampled immediately at the end of the fourth reprocessing. The device is currently at the facility.